Event description:
On 03-jun-2026, a facility representative reported via (B)(4) that an ar-9241-02 medium glenoid inserter/impactor fell apart. A case was involved with no patient affected.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.